Manufacturer narrative:
Device analysis: one cadd-solis ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved delivery accuracy testing. Three separate delivery accuracy tests were performed and all showed the pump's delivery accuracy was outside the manufacturing specifications. Based on the investigation the reported issue was duplicated; the complaint allegation was confirmed. The problem source was identified as the expulsor being out of mechanical specification.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump failed volumetric accuracy test. No known adverse effects to patient.